Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the foreign material on the control body at the distal end. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It was reported that the reprocessing was conducted in accordance with instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Such events can be detected and prevented according to the following IFU. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor the field performance of this device.